Event description:
It was reported that the radiofrequency programmer head did not work, it was not able to interrogate implantable heart devices. It was noted that a new programmer head solved the issue. The programmer head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed intermittent interrogation, moving the cable influenced telemetry. As a result the cable was replaced to resolve the interrogation issue. There was also a small crack in the lens in the upper case. (B)(4).